Event description:
It was reported that the system would not boot. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The software was evaluated and reloaded. The system was tested and found to be working as intended and returned to service.